Manufacturer narrative:
Five-hundred (500) samples were provided for technical evaluation. Results of the investigation observed that the samples show holes in processed filters and in thin areas in the unprocessed filters. The returned complaint filters had holes that appeared to have been caused by mechanical damage. Something rubbed or pinched the paper leading to the cut/holes. Based on the investigation findings, the pin holes most likely resulted from handling. As a result, the reported failure could not be confirmed to be a manufacturing related issue. There are no similar complaints against the reported lot number with this error pattern.

Manufacturer narrative:
Investigation on-going. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description: there are holes are showing up in filters after sterile processing. After examining the filters, they had weak spots in them, and when they were processed, they created pin hole sized holes. Reportedly there were unused filters with pin holes as well.